Event description:
It was reported that review of stored electrograms (egms) showed intermittent noise and oversensing on the atrial channel. Four seconds of pacing inhibition occurred due to the oversensed noise. It was noted that the event was while this patient was undergoing hip surgery. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that review of stored electrograms (egms) showed intermittent noise and oversensing on the atrial channel. Four seconds of pacing inhibition occurred due to the oversensed noise. It was noted that the event was while this patient was undergoing hip surgery. The system remains in service and no adverse patient effects were reported.